Event description:
The facility reported to the baxter affiliate a slow flow infusion of a seven-day infusor, filled with the analgesic morphine 350 mg (20mg/ml)-midazolam 140 mg, for pain relieving treatment. Reportedly the pt did not receive the complete treatment due to an under delivery causing no pain relief for the pt. The infusor was detached after two days. The pt suffered pain and needed "rescue" medication. Reportedly, the customer used a standard syringe with no luer tip for filling the infusor. The total fill volume was 255ml with the diluent nacl 0.9%. Flow was verified at fill. There were no other medications infusing through the same access site. Although requested, the patient's demographics, admitting diagnosis, past medical history, current status and the names of the "rescue" medications administered, has not been provided by the facility.

Manufacturer narrative:
The device is unavailable for evaluation. Should the device be returned, evaluation results will be provided in a follow-up report. A batch review for lot 07c029 has been requested and will be provided in a follow-up report.